Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient underwent a reintervention. The index procedure treated a 95% stenosed, 2.25x10mm lesion of the right posterior atrioventricular (r-pav) artery. Treatment consisted of predilation and placement of a 2.25x16mm (B)(6) study stent resulting in 5% residual stenosis. The patient was discharged (B)(6) post procedure on aspirin and clopidogrel. The patient returned in (B)(6) 2009 for a nuclear stress test which showed ischemia to the inferoposterior segments with the patient reporting chest burning and shortness of breath with stress or exertion. Angiography showed 70% ostial stenosis and 90% proximal stenosis of the right coronary artery (rca). The proximal rca was treated with balloon angioplasty, placement of another manufacturer's 2.5x30mm drug eluting stent, and post dilation resulting in 5% residual stenosis. A non target vessel in the proximal circumflex was also treated with predilation and placement of another manufacturer's 2.5x12mm drug eluting stent. The patient was discharged (B)(6) post reintervention with a plan to return at a later date for stenting of the left anterior descending artery and diagonal.

Manufacturer narrative:
(B)(6). As the unit has not been returned, a technical analysis was unable to be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).